Event description:
The pt reportedly experienced intermittency and sound quality issues between the external equipment and the cochlear implant. Programming changes were made, and external equipment has been exchanged; however, the issue was not resolved. The surgeon will be consulted regarding revision surgery.